Event description:
Baxter healthcare 0.9 % sodium chloride flush syringe 3 ml in 6 ml syringe - discoloration of the solution in the syringe to orange-brownish. It should be a clear solution. There is also precipitation and crystallization of solution.